Manufacturer narrative:
Approximate age of the device ¿ 2 years, 2 months. The device was not explanted and therefore is not expected to be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is complete.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted to the hospital due to a suspected abdominal infection secondary to pump pocket and driveline infection. Anticoagulation with warfarin and aspirin was stopped and the patient was treated with low molecular heparin in order to allow for surgery and debridement. The patient subsequently expired due to massive cranial bleeding on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
The pump was not explanted and was therefore not available for evaluation. A direct correlation between the device, the reported abdominal infection and patient expiration due to massive cranial bleeding could not be conclusively determined. Bleeding, stroke and infection are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.